Event description:
Health professional (hcp) reports one incident of a psn 210 dialyzer with blocked fibers. Five to ten minutes prior to treatment, pt received heparin bolus, IV push, systemically. Upon start of treatment, hcp observed that approx half of the hollow fibers would only fill with blood 1/3 of the way at the venous end of the fiber bundle. Treatment was stopped and blood from the arterial blood line was returned to the pt. Blood from the remainder of the extracorporeal circuit was not returned to the pt with an estimated blood loss of 200 cc. Treatment was resumed with new disosables and completed without further incident. No pt injury or medical intervention reported per hcp.